Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician used a resolute integrity drug eluting stent to treat a lesion in the right coronary artery (rca). The vessel was moderately calcified with little tortuosity. The device was removed from its packaging per the IFU, inspected and prepped with no issues noted. No issues noted during stent deployment and stent was fully deployed. The stent "thrombosed" an hour and a half after it was deployed. Physician treated the thrombus with aspiration and angiojet. The physician commented that he did not think the thrombosis was stent related as another family member has issues with clotting. Patient on angiomax when this thrombotic event occurred

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.